Event description:
It was reported that the iab was inserted via the femoral artery by a "trainee md." The cine-angiographic device was moved slightly, and the indwelling catheter was drawn toward the insertion site. The iab was then placed back in the proper position. When pumping began, the helium leak alarms occurred. Blood was noticed in the helium tubing. Because of this, the iab was removed and replaced. There were no associated pt complications.